Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿battery life/fast draining¿ issue was reported with the adc device. A customer reported that their adc device battery is fast draining and they became hypoglycemic with a loss of consciousness. The customer was administered sugar orally by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿battery life/fast draining¿ issue was reported with the adc device. A customer reported that their adc device battery is fast draining and they became hypoglycemic with a loss of consciousness. The customer was administered sugar orally by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.